Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: is the blade tip returning with the device or was it disposed of?

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke off during procedure. They found the broken piece and pulled out thru the trocar. Case completed without a device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #l91554. The device was returned with the distal tip of the blade not broken off as reported. Instead the device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the pin hole got cracked. The batch history records were reviewed with no anomalies noted during the manufacturing process.